Event description:
The customer reported, "unit went into a reset condition. Power went out in home and mother disconnected from external power source. Unknown how long unit was running in this state before unit started resetting. No allegation of pt harm and unit did alarm."